Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed. Should additional information become available a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported that a female patient had a fecal management system (fms) placed on (B)(6) 2019 for incontinent watery stools. On (B)(6) 2019, the wound care nurse was consulted due to "perianal excoriation", but the wound nurse states there was a "full thickness ulceration to the skin with involvement into the sphincter muscle" upon recommendation of the wound nurse the fms was removed on (B)(6) 2019 and not re-inserted. When balloon to fms was deflated the balloon "was intact with 45 cc of fluid. " per the nurse manager the patient was a "frequent flyer" in the hospital with admissions for diabetic ketoacidosis and multiple medical issues. On this admission, the patient was intubated and had a tracheostomy and is primarily bedridden. It was further also reported that the nursing staff had "difficulty keeping the fms tubing in a position to drain correctly as the patient was very restless". No photographs depicting the wound nor medical device was submitted by the complainant. It is unknown if a rectal exam was performed prior to placement of the fms. Per the nurse manager she states " per protocol there was a skin barrier ointment being used as needed, but does not know the details".